Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-50. Serial number: (B)(6). Batch/lot number: 20389867 model/catalog description: artisan lead 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) system was not providing adequate pain relief. It was noted that the patient declined attempts at program optimization. As a result, the patient underwent an scs system explant procedure.